Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled a cartridge with approximately 130 units of insulin, and filled the tubing with 32 units and was unable to observe drops of insulin exiting the infusion set tubing. Then, a minimum fill notification occurred. The customer added additional insulin to the existing cartridge, but the minimum fill notification reoccurred. The customer's blood glucose level was 223 mg/dl. Reportedly, a new cartridge was loaded onto the pump successfully.